Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure stent dislodgement occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified proximal left anterior descending (lad) artery. The lesion was predilated with an unknown balloon and then the 3.00x16mm taxus express2 drug eluting stent (des) was inserted into the coronary artery, but there was difficulty crossing the lesion. Plain old balloon angioplasty (poba) and the attempts to cross the lesion were performed alternately several times; however, the device would not cross the lesion. The whole system was then pulled back but resistance was met around the sheath and it was noted that the stent came off the balloon at the proximal portion of the sheath. The sheath with the dislodged stent inside was successfully removed without any problems. The procedure was completed with an unknown balloon with no pt complications reported. The pt's current condition is listed as "good".

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.